Event description:
It was reported that the patient was not able to adjust the stimulation of the implantable neurostimulator. The "call your doctor" icon was displayed on the programmer. A power on reset (por) condition was encountered. No patient symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).